Event description:
It was reported that the patient has experienced loss of therapy. The patient underwent spinal cord stimulation (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened two years ago.

Event description:
It was reported that the patient has experienced loss of therapy. The patient underwent spinal cord stimulation (scs) explant procedure. No further information has been obtained. Additional information was received that the explanted device will not be return.